Event description:
It was reported a spectrum pump had door not fully latched alarms. It wa also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were reproduced and confirmed through evaluation while attempting to load a set. This condition was determined to have been caused by loose upper link screws. The link screws were replaced.